Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval. Therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.